Manufacturer narrative:
(B)(4). D4 catalog no - correction. H2 correction.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a wearable failure occurred. The wearable is inserted into the arm. The patient experienced diabetic ketoacidosis (dka) and was admitted to the intensive care unit (ICU) on approximately (B)(6) 2024. The patient experienced dka because the sensor failed, and he was unable to use the sensor to monitor his blood sugar. The patient couldn´t provide exact time since it was a year ago. The patient couldn¿t provide exact medication provided and the finger sticks taken from him during hospitalization, since he was unconscious and it happened almost a year ago. The patient declined to provide further information about the event but mentioned he stayed at the hospital for 7 days but he was already feeling better the second day after the hospitalization. Data was provided for investigation. The allegation was not confirmed via data. However, no readings/ sensor error/ brief sensor issue under an hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.